Event description:
During pcnl stone removal procedure on a female pt, when the physician tried to open the extractor to take the stone, the sheath of extractor separated from the handle. A flexible ureteroscopy extractor, zerotip was used to remove the device from the pt's kidney. A concurrence stone extractor was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
(B)(4) . The event is currently under investigation.

Manufacturer narrative:
UDI# unavailable since lot # existed prior to UDI implementation. Phone # was not provided. (B)(4). Event evaluation: a review of complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, trends and a visual inspection of the returned product was conducted during the investigation. The visual inspection noted that the inner slide had become detached from the clip on the handle. Upon examination of the proximal end of the inner slide, the end pin had broken off from the inner slide assembly. The end pin was not returned. A picture of the proximal end of the inner slide was provided; which showed the presence of the solder, but not the end pin. The notch was present at the distal end of the inner slide, but the back end had flattened. It is possible this may have happened during the original detachment of the cannula. There was no sign of the cannula being broken or the basket wires becoming untangled from this. Each of the basket wires was visually intact and slightly tugging on each of the basket wires confirmed that they were still attached to the inner slide assembly. Upon visual examination of the shrink tube there was stretching and damage at the distal end of the shrink tube. Both the breakage of the end pin from the inner slide assembly and the distressed surface at the distal end of the shrink tube indicate that the device was likely subjected to high forces during use. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives suggested handling instructions for extractors and forceps. The IFU states that excessive force could damage the device. Appropriate controls are in place. Per the conclusion a quality engineering risk assessment, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a pcnl stone removal procedure on a female patient, when the physician tried to open the extractor to take the stone, the sheath of extractor separated from the handle. A flexible ureteroscopy extractor was used to remove the device from the patient's kidney. A concurrence stone extractor was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.